Event description:
It was reported that the doctor used the blade during a lap nissen and instrument was fully functional. Doctor proceeded and used the blade in the same patient for the removal of the gall bladder. During the lap cholecystectomy, the blade stopped working. Doctor converted to the use of cautery to complete the procedure. No patient consequence.